Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 and b30 error message was an electrical component failure due to water invasion. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed a b30 and e216 scope communication error messages and there was white foreign material in the air/water channel and cylinder. There was no patient involvement.